Manufacturer narrative:
Concomitant medical products: plc161200/(B)(4). (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states,adverse events that may occur and / or require intervention include but are not limited to: occlusion of device or native vessel

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with two gore® excluder® aaa endoprostheses (rlt261416/(B)(4) and plc161200/(B)(4)). The patient tolerated the procedure. On (B)(6) 2017, follow up computed tomography identified an occlusion at the level of the aortic bifurcation of the trunk ipslislateral leg on the left side. On (B)(6) 2017, the patient underwent re-intervention to treat thrombosis on the left side and percutaneous angioplasty was performed at the area of the occlusion and an additional endoprosthesis was placed to reline the left side. It was reported that the occlusion was thought to have been caused by insufficient ballooning of the area at the time of the original procedure. The patient tolerated the procedure.

Manufacturer narrative:
Patient current medications include but are not limited to: aspirin 325 mg tablet 1 once daily, 90 days, 3 refills; clonidine hcl 0.1 mg tablet 1 once daily, 90 days, 2 refills; metoprolol succinate ER 50 mg tablet extended release 24 hour 1 once daily, 90 days, 2 refills; niacin 500 mg tablet 1 twice a day, 90 days, 2 refills, oxycodone hcl 5 mg tablet every 6 hours as needed for pain, 0 days, 0 refills, simvastatin 40 mg tablet 1 once daily, 90 days, 1 refills, valsartan-hydrochlorothiazide 320-12.5 mg tablet 1 once daily, 90 days, 2 refills, vytorin 10-40 mg tablet 1 once daily 0 days, 0 refills.